Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt had experienced a fall several months back and feels the stimulation pattern has changed since then. The original pain coverage was top of buttocks, legs and lower back. The pt feels the stimulation is felt in her legs to the feet. The pt also reported feeling pin pricks radiating down her arms and upper legs when stimulation is not in use. Reprogramming did not indicate any impedance issues. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.